Event description:
Caller reported cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Cts assisted caller in loading a new cartridge using proper technique, and caller was able to resume insulin therapy successfully, resolving the issue.